Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the clinical diagnosis was an infection of the pocket. Dates were clarified: the ins was implanted on (B)(6) 2015. The ins was repositioned on (B)(6) 2016 and the pocket was made bigger. The infection was identified (B)(6) 2016. The ins was explanted on (B)(6) 2016. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional regarding an implantable neurostimulator (ins). The patient consulted the emergency department with redness and pocket pain. According to the neurosurgeon, there was an indication it had to do with a repositioning. It was noted that a possible infection should be excluded. An examination on (B)(6) determined there was an infection. However, it was reported the ins was explanted on (B)(6) and was disposed of according to biohazard instructions. The event resulted in in-patient hospitalization and an emergency room visit. The event resolved without sequelae on (B)(6). Follow-up is being conducted to clarify the explant date. An ins was later implanted on (B)(6) to replace the previously explanted ins.